Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for sleeve separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve separates. The following information was provided by the initial reporter. The customer stated: "this is a report about sleeve separation. According to the customer's report, the sleeve was separated and was trapped with the tube."